Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead dislodged while slitting the catheter. While attempting to replace the lead, the physician was no longer able to cannulate the coronary sinus, and as such decided against placing an lv lead. The lead was not used and was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. (B)(4).